Event description:
It is reported that the pt is presenting with pain and is concerned with the possibility of a metal allergy.

Manufacturer narrative:
This report will be amended when our investigation is complete.